Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the device noted no abnormalities. One device partially applied with the timing disrupted was received. One device with the shipping wedge attached and proper timing. Scratches were noted on the inner tube of both dlus (device loading unit). The returned dlu with the shipping wedge attached could successfully be loaded onto the returned device. The instrument fired properly in both the straight and articulated position and the tacks seated properly in the test media. Additionally, the articulation knob functioned properly. A review of the device history record (DHR) indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the reported condition could be due to excessive manipulation or to improper loading of the dlu indicated by the scratches on the inner tube of the loading unit. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intraoperatively, there was a difficulty with loading the reload onto the handle and reload was not fastened securely onto the shaft. The surgeon was not able to put second reload in place. There was no reported patient outcome.